Manufacturer narrative:
The device is expected to be returned; it has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the inability to open the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve however the clip would not open past 90 degrees. Heavy resistance was noted when during the arm positioner. Troubleshooting was performed however unsuccessful therefore the cds was retracted without issue. A new clip was implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported resistance on arm positioner. Additionally, clip jumpiness, and difficulty opening/closing the clip was noted during testing, and the actuator coupler was observed to be scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not identify a similar complaint reported from this lot. Based on the information provided and the results of the device analysis the reported resistance on arm positioner, inability to close the clip, the observed clip jumpiness, difficulty open/close clip, and the observed scratched actuator coupler appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. The cds was advanced to the left atrium (la) and the clip was tested. It was then noted the clip would not open past 90 degrees. No additional information was provided.